Event description:
Pt undergoing total hip replacement, femoral reaming to accept prosthesis, suctioning down femur with femoral tip. Scrub nurse observed suction tip missing following suction. Search ensued of field, trash etc - negative. Surgeon removed bone plug to examine shaft to validate tip not lodged in channel - negative. Extended surgical procedure by 45 min. X-ray procedures performed to visualize - negative. MFR notified. Substitute product ordered for similar procedures.